Event description:
Temporary lead, attempt to unscrew the lead from the posterior wall was repeated several times. Not possible to remove the lead. After extraction, observed a missing length of the distal part of the lead estimated equal to the screw length. The patient did not experience any adverse events during the procedure of following hositalization.